Event description:
It was reported that a patient was unable to adjust stimulation. The patient was unable to get communication between the programmer and implantable neurostimulator (ins). The patient was able to see normal screen after repositioning or syncing. The patient was on program 3 at 3.80v. The patient was unable to feel stimulation, and has not felt stimulation in the last year. It was stated that the doctor increased stimulation from 1.95v to 3.80v six weeks previously, and the patient still could not feel stimulation. It was stated that after implantation "it never really worked." It was reported that there had been a 50% reduction in symptoms, except not in the past month. The patient reported that he used to get up every 2 hours to go to the bathroom and now had to get up every hour to urinate. There were no known falls. The patient had a colonoscopy and a "procedure" 2 weeks ago to stop bleeding in his rectum. The patient was going to make an appointment with his doctor. Three months later the health care provider reported that the cause of the event was unknown. There were high impedances measured. Circuits c-2, 0-2, 1-2, and 2-3 were all over 4,000 ohms. There was no surgical intervention. The patient was reprogrammed on (B)(6) 2013. The amplitude was increased from 3.10 v to 3.25 v. The results were unknown. There was no hospitalization and no patient injury. No further information was provided. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v407736, explanted: (B)(6) 2014, product type: lead. Analysis of neurostimulator model 3058 serial #(B)(4) showed no significant anomalies. Analysis of the lead model 3778-60 lot #v407736 showed that #2 conductor was broken (at or near the tines) 5.2 cm from the distal end. No shorts were seen between circuits but the #2 circuit was open. (B)(4).

Event description:
Additional information reported, per the surgeon's report, that the device was not function satisfactorily and that the patient wanted to have it removed. It was also noted that there was premature battery depletion of the ins. Both the ins and lead component were then explanted on (B)(6) 2014. The clinical outcome was reported as no known issues. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3093-28, lot # v407736, implanted: (B)(6) 2010, product type lead. (B)(4).